Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The 24mm device was deployed and release criteria was being assessed and they noticed a mobile thrombus on the tip of the was. Aspirating the thrombus was attempted but this was unsuccessful. They did not do a final angiogram and determined the device met release criteria and the device was released. The thrombus was no longer seen after the sheath was retracted in the right atrium. The patient woke up and was stable. The patient was reported to have fully recovered.